Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient suffered a stroke during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system. The s-ICD system was later explanted due to a suspected infection. The patient is considered incapacitated at this time. The electrode was not returned.